Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to instability on (B)(6) 2022. The primary surgery was on (B)(6) 2021. A cup, a glenosphere, and a metaglene were explanted. A head and an adaptator cone were implanted.